Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h6, h11 the device was not returned to olympus for inspection, therefore, it was not possible to confirm the reported failure. Since the device was not inspected, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope had a small spot resembling flakes of material on the scope insertion and light guide tubes. The speck appeared to be small pieces of "paint chips". There were no reports of patient involvement.